Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g4, g7, h2, h3, h4, h6, h8, h10. Visual examination of the returned product identified no damages that could contribute to the reported issue. Functional examination of the unit revealed that the unit was leaking in one of the right angle cuff port. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that before the start of the surgery a leak was found in the cuff, which prevented the cuff from being properly inflated. There was no patient involvement. The event took place between (B)(6) 2020. No adverse events were reported as a result of this malfunction.